Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead h3. Device analysis for ins nme706410h found no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for both leads unknown revealed no significant anomaly. The returned devices were subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The leads were returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. H6. B17 and c20 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient ¿underwent emergency surgery due to meningitis and the device was removed because of an infection in the spinal canal.¿ it was also reported that the patient¿s device was no longer functioning properly and was no longer helping the patient at the time of explant. Clarification received noted that this was a ¿reference to the patient¿s eventual loss of therapeutic effect¿ and that ¿no product malfunctions had been observed.¿ it was unknown whether any external factors may have led or contributed to the issue. Following explant, the patient¿s condition improved and the issue was resolved. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
G2 country: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.